Event description:
A malfunction alarm was reported during the pump loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm persisted. The customer reverted to an alternate form of insulin therapy.